Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the returned ligator housing had seven bands still attached to it with the suture broken and detached from the ligator housing teeth. The ligator housing teeth were bent and the handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing still had the seven bands attached, the suture was broken and detached from the ligator hosing teeth, and the ligator housing teeth were bent. Although the returned device had broken suture, this condition is not considered a failure mode since this condition most likely occurred when the physician trying to remove the device from the scope. It is possible that this problem, when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands unable to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have affected also the functionality of the handle when deploying the bands. It is most likely that the damages seen on the teeth could have also affected the way the suture is deployed when passing by the teeth and since the teeth were bent, the suture could have moved abruptly when trying to deploy the bands, causing it to detach from the teeth that it should be placed in. Therefore, the most probable root cause of this complaint is adverse event related to procedure

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block: e1. (Initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code: a050501: captures the reportable event of bands unable to deploy.